Event description:
It was reported that a user of the ilet device experienced hyperglycemia with a blood glucose reading of 315 mg/dl after changing infusion supplies earlier the same day and consuming a beer, with no device alerts or alarms and while using an inset infusion set. Symptoms included no reported clinical effects or notable symptoms. Outcomes included no need for medical intervention, hospitalization, or emergency care. Troubleshooting and education were completed, including guidance to monitor glucose trends and consider site change if hyperglycemia persisted. Investigation included user interview and review of device use and recent supply change without evidence of device malfunction. Investigation of this case revealed no confirmed device or component failure and an unclear cause, with potential contributory factors including recent infusion set change and alcohol intake. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.